Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer going to urgent care due to meter error message. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-014: insufficient blood sample applied to strip (user). Note 1: manufacturer contacted customer in a follow-up call on 06-aug-2025 to ensure that the customer's condition had improved - able to establish contact with customer who stated he currently still had diabetic symptoms. No medical intervention since the last call was reported. Note 2: manufacturer contacted customer in a follow-up call on 12-aug-2025 to ensure that the customer's condition had improved - able to establish contact with customer who stated he did not currently have any diabetic symptoms. No medical intervention since the last call was reported.

Event description:
Consumer reported complaint for error message (e-2 and e-3). The customer reported feeling dizzy and lightheaded for the past few days. Customer stated he went to urgent care today due to the symptoms. Customer stated the urgent care's meter was not working and they were unable to test his blood glucose. Customer returned home and realized he had purchased the meter previously about a year ago but never used it. During the call, a blood test was performed by the customer fasting and produced e-2 error messages; customer used another vial of test strips, same lot number, and obtained a blood glucose test result of 118 mg/dl using true metrix air meter. The product is stored according to specification. The test strip lot manufacturer¿s expiration date is 09/19/2025 and test strips were just opened on the day of the call.